Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 780 mg/dl at the time of incident and 253 mg/dl at the time of call. Customer stated that she was admitted at the intensive care unit for 4 days for moderate diabetic ketoacidosis. Customer declined to troubleshoot for their high blood glucose reading. It was unknown that if the insulin pump was in auto mode at the time of the incident. Device will not be returning for analysis.